Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false positive result. Staining and manual sub-culture was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: is this complaint for false negatives or false positives? False positives in several lines of the smm. Client indicated false negative, but after the visit of the engineer it is corrected to false positive.

Manufacturer narrative:
Additional information received changing the reportable issue. The following information has been updated: b.5. It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false positive result. Staining and manual sub-culture was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: is this complaint for false negatives or false positives? False positives in several lines of the smm. Client indicated false negative, but after the visit of the engineer it is corrected to false positive. F.10. A090804.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false negative result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: false negatives.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary : this complaint alleges a false positive on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report that their instrument had multiple false positive results. Technical service requested additional information from them and issued a quote for field service to arrive onsite. The customer did not accept the quote provided and thus service was not able to troubleshoot the instrument. This is an unconfirmed complaint based on the inability of field service to troubleshoot the instrument. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of january. The upper control limit was not breached, and trends were not identified associated with this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.corrective and preventative action (CAPA) is not required as no trends were identified, and this complaint is unconfirmed. H3 other text : see h10.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false positive result. Staining and manual sub-culture was used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: is this complaint for false negatives or false positives? False positives in several lines of the smm. Client indicated false negative, but after the visit of the engineer it is corrected to false positive.